Event description:
It was reported that the device jaws would not open, "broke, does not work." There was no pt injury or required intervention. Additional info was requested but no additional info was provided. This report is being filed for the results of the device investigation.

Manufacturer narrative:
Final device investigation found that the jaws of the device did not appear to be properly aligned and would not open and close. There was debris in and around the jaw area indicating that the device had been used on a pt. The device history record was reviewed and no discrepancies were noted. One possible explanation of the device condition is use of the device on vessels in excess of 7mm in diameter in noncompliance with the instructions for use.